Event description:
The manufacturer was contacted in reference to dreamstation auto CPAP device. The reporter alleged of having lung cancer. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in box d. The following correction has been updated in this report. In section d: model number, catalog item identifier, serial number and product UDI has been corrected. In section h: (device) problem code grid has been corrected.